Event description:
Received knee walker from (B)(6) on (B)(6) 2016. The day I received "new" scooter, the lock piece on handle popped off. The screw was snapped. On (B)(6) 2016 approx. 9:30 pm cst, I had just got home and got on the scooter to get my children ready for bed. I was in the kitchen when I went to turn left and the handle bars/front wheels turned extremely fast causing it to go vertical. I flew to the hard tile floor with my left knee first. My knee slammed into the floor. As my family came to get me, they found the bolt and screw holding the handle bar had fell out. Dates of use: (B)(6) 2016. Reason for use: ankle surgery (left).